Manufacturer narrative:
The patient's mother indicated that there was visible blood in the infusion set, however she did not change the infusion site because it was changed 1 day prior.

Event description:
The patient's mother reported that the patient's blood glucose have been in the 600s with some vomiting and increased thirst since the prior night ((B)(6) 2011). The patient's mother changed out the infusion site and indicated that there was blood in the tubing. A review of the pump history indicated that the pump delivery was as expected. All pump settings were confirmed to be correct. This report is being made due to the patient experiencing elevated blood glucose levels related to an infusion site issue.